Event description:
It was reported that this right ventricular (rv) lead was explanted due to high thresholds and it was replaced with another model number lead. No additional adverse patient effects.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient was sent to surgery. Upon receipt at our post market quality assurance laboratory, visual inspection noted cut in the insulation ~ 9 and 23 cm from terminal end and dried blood in lead through cuts, likely explant damage. Resistance testing found the lead was electrically continuous. The high capture threshold allegation was not confirmed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high thresholds and it was replaced with another model number lead. No additional adverse patient effects.